Event description:
It was reported that the user who participated in survey for ilet experience study experienced a high blood glucose event while using the ilet system and attributed the episode to overeating without dosing the proper amount of insulin. Customer care provided support that included collection of user-reported information and internal complaint review. Investigation of this case revealed no device malfunction reported and user-related factors consistent with missed or insufficient insulin dosing. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event was attributable to user behavior with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.